Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the twinfix ultra anchor broke while twisting it in. The front half of anchor was left in the patient's body, the broken part was removed using forceps and tissue grasping forceps. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the originally drilled bone hole, no void was left in patient. No further complications were reported. Current health status of the patient is fine.

Event description:
It was reported that, during a rotator cuff repair procedure, the twinfix ultra anchor broke while twisting it in. The front half of anchor was left in the patient's body, the broken part was removed using forceps and tissue grasping forceps. The procedure was completed with a non-significant delay using a smith and nephew back-up device in an additionally drilled bone hole. No further complications were reported. Current health status of the patient is fine.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device is bent at the distal end and has debris on it. The proximal tip of the anchor was returned, it has deformation of the remaining threads and has debris on it. A review of the customer provided images finds the complaint device with the fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. It was reported that, during a rotator cuff repair procedure, the twin fix ultra pk anchor broke while twisting it in. The front half of anchor was left in the patient's body, the broken part was removed using forceps and tissue grasping forceps. No void was left in the patient¿s bone. The procedure was completed with a non-significant delay using a smith and nephew back-up device in an additionally drilled bone hole. The twin fix ultra pk is non-absorbable, but it is biocompatible. No relevant supporting clinical information/documentation has been provided to assist with a clinical investigation. Without the requested clinical information, a thorough medical investigation cannot be rendered. The patient's current condition is reported as fine with the additional time (less than 30 minutes) in surgery. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.